Event description:
On (B)(6) 2018, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter was reading inaccurately erratic and inaccurately high compared to his feelings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began at an unspecified time the night prior to contacting lfs ((B)(6) 2018) after he had administered an unspecified dose of insulin. The patient claimed obtaining blood glucose readings of ¿447 and 104 mg/dl¿ with the subject meter, performed within 2 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient also claimed the reading of "447 mg/dl" was inaccurately high compared to his feelings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported that at the time of the alleged issue, he "felt low" and claimed developing symptoms of "sweating a little bit" and had "blurry vision". It was not reported if the patient received any treatment as a result of the alleged inaccuracy however, the patient mentioned that he had gone to the doctor's office/hospital on (B)(6) 2018 but was unwilling to provide further details. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. In addition, based on the information provided, the patient was following the correct testing procedure. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The patient did not have control solution to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event while using the product . The subject meter could not be ruled out as a cause or contributor to the event.